Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the display lens was observed to be cracked. The pump powered up normally but appeared blank and did not display the verify screen. Further testing was prohibited due to the cracked display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump was dropped and the screen cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.